Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the event could not be reproduced, a definitive root cause could not be determined. The following is included in the instructions for use (IFU) and may have prevented the event: "[important information ¿ please read before use] avoid using the video system center in a dusty environment. This may damage the video system center. Confirm that there is no dust on the ventilation grills. Clean and vacuum dust from the ventilation grills using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. In addition, unit was dusty internally requiring a deep clean. Unit was damaged during transport due to inadequate boxing and rough handling but did not affect the functionality of the device (top cover and chassis). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera elite ii video system center displayed no image. The event occurred during a diagnostic flexible cystoscopy under local anesthetic. The procedure was delayed while the subject device was replaced. The procedure was completed with the replacement device. There was no patient harm associated with this event.